Event description:
It was determined the load sequence was not completed properly causing the customer to experience an elevated blood glucose (bg) level of 501 mg/dl. Tandem technical support educated customer on the proper load techniques, customer understood and acknowledged, and insulin was resumed. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.